Event description:
The home pt (hp) reported feeling full, as if they were overfilled, while using the homechoice cycler for apd therapy. The hp has a last fill volume of 2500 mls, which remains within the hp's peritoneum during the day. The healthcare professional (hcp) of the hp has the hp's cycler programmed for an initial drain alarm setpoint of 1800 ml. The hp reportedly had a low drain volume alarm during the initial drain, which indicates that the hp has drained out less than the initial drain alarm setpoint of 1800 ml. The hp reportedly bypassed the alarm, advancing therapy from the initial drain into fill 1 to receive the programmed fill volume of 2500 ml. After fill 1, the hp reportedly felt overfilled volume of 2500 ml. After fill 1, the hp reportedly felt overfilled and contacted baxter operational support for assistance. The hp then placed the cycler into a manual drain, removing 803 ml of fluid. After the completion of the manual drain the hp resumed apd therapy. There was no pt injury or medical intervention reported.